Event description:
Patient with hx of vf arrest in (B)(6) 2014 resulting in tcd placement. She has hx of paroxysmal a-fib with prior hx of afib and a flutter ablation, non ischemic cardiomyopathy with ef 30%, hx of cva around time of her vf arrest. On (B)(6) 2015 has sudden syncopal episode, fell to floor and hit head. Reportedly unconscious for approx 90 seconds. To ed where device interrogation showed episode of v fib. First shock 35 joules unsuccessful; 2nd shock 40 joules unsuccessful. Spontaneous return of rhythm. Patient transferred from outside hospital to ppmc. In ep lab multiple failed attempts at vf induction with dc fibber (5 sec), ventric burst, nips and shock-on-t prompted referral for invasive assessment and system revision. ICD was proven to be defective with indistinguishable shocking coils due to MFR mislabeling of both de-1 lead elements as rv coils. Unipolar sensing through both coils suggested higher order defect that prompted extraction of ICD leads with a stiff stylet and direct manual traction. ICD lead was submitted for further engineering analysis to st jude medical rep who was on site at ppmc. Patient was discharged on (B)(6) 2015 with no residual deficit. MFR# 2938836-2015-02292.